Event description:
Information was received from a consumer regarding the patient's implanted infusion pump containing dilaudid (unknown concentration at either 1.25mg per day or 1.0-1.5mg per day). The indication for use was malignant pain. It was reported that the patient lost a lot of weight in 2015 and the pump was flipping. The pump needed to be flipped to be refilled. The pump flipping was resolved by surgically relocating the pump to an area above the left breast in 2015 so the patient no longer needed to use her detachable antenna.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.